Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3252 investigation conclusion: 61. Additional information: visual inspection confirms the distal tip of the driver sheared off. The failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effets: intiial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke into a screw during a case. The screw and tip were both removed from the patient. There is no report of patient symptoms.